Event description:
This lead was implanted on (B)(6) 2012. It dislodged later in the day probably due to occupational therapy. It was explanted on (B)(6) 2012 at (B)(6) medical center with (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).